Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed under general anesthesia on (B)(6) 2022. After the hydrogel placement a simulation was performed the following day which showed that the spaceoar vue device was in a "ball" above the rectum and the rectal wall looked "unusual" in certain areas. A magnetic resonance imaging (MRI) was performed to evaluate a possible rectal wall infiltration (rwi). The MRI showed a "grade 2" rwi. The patient is asymptomatic. External beam radiation was noted to be the type of radiation the patient was to receive; however, further details were not provided.